Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Date of explant: (B)(6), 2023. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old caucasian female patient underwent a breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses, which was confirmed via magnetic resonance imaging. As a result, the patient is scheduled for removal surgery on (B)(6), 2023. The year of implantation was provided as an estimate. As such, the patient¿s date of implant has been defaulted to (B)(6), 1991. This report is for the left implant. Refer to manufacturing report number 1645337-2023-03496 for the contralateral event.

Manufacturer narrative:
On may 21, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On may 28, 2025, mentor was notified that the patient had undergone breast implant removal without replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2025, mentor determined the returned implants were non-mentor. Therefore, an analysis cannot be performed. The complaint file involves non-mentor breast implants of an unknown manufacturer. As such no further reporting will take place for this file. Manufacturer¿s reference number: (B)(4).